Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this complaint from japan reports that a ¿femoral implanting bumper¿ broke into a couple of pieces during surgery. All the pieces were recovered. A back-up device was used to complete the surgery. It incident caused 5 minutes delay. There was no reported harm to the patient. It has been communicated that no further medical documents would be forthcoming. Smith and nephew has not received adequate materials (the operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A visual inspection confirmed the jrny ii cr lkg fem imp bumper lt is broken in two pieces. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, when implanting the component with the journey ii cr locking femoral impactor bumper left, the device broke inside patient's body. All pieces were recovered and it caused 5 minutes delay. Back-up device was used and completed the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.